Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw0837 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported on october 27, the PICC catheter was placed on the patient and could not pass through the decompression sleeve smoothly. It was determined that the decompression sleeve was compressing the catheter, which caused the catheter infusion to be blocked.